Event description:
Caller reported a malfunction on the pump, identified by the malfunction code ¿malf 0.¿ there was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump, and the issue did not recur. Customer was instructed to continue using the pump and to contact support if the malfunction reappears, confirming their understanding of the guidance.